Event description:
A (3rd set) raynauds, (B)(6) (2 wks in hosp), chest pain, breast pain, rashes, itching, anxiety, panic attacks, brain tumor (benign), visual disturbances, vertigo, falling, brain fog, aching joints, low energy / fibromyalgia, muscle pain, heart palpitations, gerd, ibs, metalic taste in mouth, night sweats, temperature intolerance, burning around breast area, foul body odor, back and neck pain, light and sound sensitivity, chemical sensitivities, thyroid dysfunction. My ps passes away several years ago. I had textured mcghan / allergan saline, 360cc and had them removed on (B)(6) 2019 by dr (B)(6). I have implants in procession. Many symptoms were gone immediately, but many remain. I saw dr (B)(6) due to relentless sharp pain in my right breast. I am now (B)(6) in debt as (B)(6) and my supplement denied coverage. Pain is "medically necessary". I was never given any possible symptoms of cancer or asked to see physician before any 3 surgeries. My second set was ruptured. These implants are toxic. May have died. Many haven't been warned of the side effects. All breast implants that have any of the poisons should be banned. I am glad to have my life back. FDA safety report ID# (B)(4).